Event description:
This gentleman had an obstructing stone in the upper ureter, which then flipped back into his right lower pole. It was extracted from the lower pole with an ngage stone extractor and then being quite mobile, was captured with an escape stone basket and treated. However, the stone was not able to be removed from the stone basket, and despite various manipulative techniques, the stone basket could not be advanced back into the renal pelvis or brought downward. It was, therefore, left in place and a stent was placed next to it. Findings: the stone actually had partially extruded from the side of the stone basket and was still partially intact, and thusly, laser lithotripsy treated the stone into multiple fragments and the stone basket was removed intact with all helix wires intact. It was sent to the sterile processing department.